Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012615958 was returned and analyzed. Visual inspection was carried out. The catheter appeared inverted and pinched pebax tube on spiral array. Mechanical verification of steering and slide mechanisms was carried out. The slide control function stuck. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed entangled electrode wires and detached electrode wire on e1. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity failed at e1 open loop. In conclusion, the catheter failed the return product inspection due to inverted and pinched pebax tubing, entangled electrodes and detached electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a catheter array inversion occurred. The catheter became knotted due to excessive torque while being manipulated around the right inferior pulmonary vein. Despite this issue, the catheter was safely removed from the patient. The procedure was completed with pulsed field ablation (pfa). No patient complications have been reported as a result of this event.